Event description:
The patient reported that on (B)(6) 2011, the pump did not appear to be delivering basal rates appropriately and she experienced an elevated blood glucose (bg) of 500 mg/dl with vomiting. The patient stated that her bg was last within target range before noon, and that the level of insulin in the cartridge remained the same from 2 pm to 7 pm, when she then disconnected from the pump and switched to injections. The patient's bg at the time of the call to animas customer support was reportedly 220 mg/dl. The patient stated that she did receive a low cartridge alarm and a replace battery alarm the morning of (B)(6) 2012. The patient noted that her last bolus with the pump was delivered at 2 pm. The patient observed at 7 pm that the level of insulin in the cartridge was the same as it was when she delivered the bolus and changed the cartridge at 2 pm. While on the phone with animas customer support, the patient was able to successfully deliver an air bolus and the level of insulin in the cartridge decreased appropriately. The patient denied any site/set issues, and stated that she had changed the site, set, and cartridge twice in response to elevated bgs, with the last set up change at 2 pm. The patient noted that she had taken her last zithromax for pneumonia the same day. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy. It is unclear at this time if the pump was delivering basal rates appropriately.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated the time and date reverting to factory default settings. The daily insulin delivery totals history was inconsistent due to the time and date changes. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.